Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy procedure on (B)(6) 2025 when it was reported, ¿right after placing port and camera, noticed signs of subcutaneous. Removed port, swapped out for another unit and completed the case. Product potentially cracked during initial case setup. Account disposed of unit before rep could collect for inspection.¿. There was no report of medical intervention or hospitalization for the patient. Further assessment found that per the reporter, when the port device was inspected there was no crack found in the device. The doctor did confirm subcutaneous emphysema of the preperitoneal space. The port was removed very quickly after signs of subcutaneous emphysema and a new 5mm airseal port was placed. There was no report of any fragmentation of the port device. Doctor did confirm that patient would be ¿ok¿ and believe that they caught it quickly enough to avoid injury. The procedure was completed as planned. The as-ifs1 device had no report of malfunction. The ias5-120lp, 5 mm access port & low profile obturator will be listed as concomitant since there was no failure on the part of this device. This report is being raised due to the reported injury of patient developed subcutaneous emphysema.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 158 complaints, regarding 160 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy procedure on (B)(6) 2025 when it was reported, ¿right after placing port and camera, noticed signs of subcutaneous. Removed port, swapped out for another unit and completed the case. Product potentially cracked during initial case setup. Account disposed of unit before rep could collect for inspection.¿ there was no report of medical intervention or hospitalization for the patient. Further assessment found that per the reporter, when the port device was inspected there was no crack found in the device. The doctor did confirm subcutaneous emphysema of the preperitoneal space. The port was removed very quickly after signs of subcutaneous emphysema and a new 5mm airseal port was placed. There was no report of any fragmentation of the port device. Doctor did confirm that patient would be ¿ok¿ and believe that they caught it quickly enough to avoid injury. The procedure was completed as planned. The as-ifs1 device had no report of malfunction. The ias5-120lp, 5 mm access port & low-profile obturator will be listed as concomitant since there was no failure on the part of this device. This report is being raised due to the reported injury of patient developed subcutaneous emphysema.